Event description:
The customer reported that the treat application is closing randomly in the middle of pt treatments. The therapists do not receive any errors, after the therapists finish treating a field, the treat app completely closes. For example, today the therapist treated 5 of 8 treatment fields when the treat application closed. The pt had to be deleted from the external cache. The therapist then re-loaded the pt. The treat app did not give the option to recover the previously treated fields. All fields appeared as not delivered. The therapist delivered the remaining 3 fields then closed the pt. All 8 treatment fields then saved back to the database correctly. Within (B)(6) chart/history tab all treated fields are present and the session status is completed within the rt chart/scheduling tab. The customer is concerned this is happening so frequently since the upgrade to 8.8 that a mistreatment could occur because the system is not recognizing the previously treated fields when the pt is reloaded or that an instance may occur where the records do not save back properly. No serious injury to the pt was reported and no further pt data was provided.

Manufacturer narrative:
Other: though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.